Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The carefusion field service representative replaced the driver assembly, cooling gas regulator and ran the unit through a complete checkout to ensure it meets all factory specs. Upon completion the unit was returned to the customer to be placed back into service. The alleged faulty driver assembly was received into the carefusion factory service department and is awaiting evaluation. Evaluation results associated with the allegation as noted above will reside in carefusion factory service report

Event description:
The customer reported the unit "overheats" and the piston won't center and the amps won't go higher than 37cm. Patient involvement is unknown.